Manufacturer narrative:
The c702 module serial number was (B)(6). Two calibrations with 2 different reagent packs were performed on (B)(6) 2024; the signals were much higher than the previous calibration on (B)(6) 2024. Calibrations were performed again on (B)(6) 2024 with one of the same reagent packs and a new reagent pack. Qc was acceptable on (B)(6) 2024. Failing qc was also provided from (B)(6) 2024. There was no qc recovery data for (B)(6) 2024. No issues were identified during a review of the alarm trace data. The customer declined a service visit as the issue was resolved by replacing the reagent and recalibrating. The customer¿s troubleshooting actions resolved the issue.

Event description:
The initial reporter complained of qc issues and questioned high results for 35 patient samples tested for magnesium (mg2) on a cobas 8000 c 702 module. The customer removed the onboard reagent and recalibrated using the standby reagent. The following are examples of discrepant results for 2 patient samples. Patient 1 initial result was 3.6 mg/dl. The repeat result was 2.1 mg/dl. Patient 2 initial result was 3.4 mg/dl. The repeat result was 2.0 mg/dl.